Manufacturer narrative:
Based on the initial analysis, the sensor deviated from normal behavior. The investigation analysis on the returned sensor was inconclusive due to a large amount of hydrogel missing over the optics of the sensor. In an associated infection case (3009862700-2024-00598),the user reported redness, swelling around the insertion site on (B)(6) 2024. The user was prescribed with amoxicillin(antibiotics). However, on (B)(6) 2024, the incision reopened, resulting in bleeding and festering. This could be the potential root cause of the sensor taking longer to stabilize after insertion on (B)(6) 2024, thus impacting the sensor's ability to display glucose accurately. B4. Date of this report 04 june 2024. D4. Primary unique device identifier (UDI) number updated to (B)(4). D9 device available for evaluation? 04/22/2024. G3. Date received by the manufacturer? 04 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On march 7, 2024, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. Patient provided the following examples. Date, time, sensor glucose (sg) value, blood glucose (bg) value: a. (B)(6) 2024 6:40 am - sg 117mg/dl, bg 207 mg/dl. B. (B)(6) 2024 8:02 pm - sg 82mg/dl, bg 94mg/dl. C. (B)(6) 2024 11:22 am - sg 47mg/dl, bg 184mg/dl. A review of the system performance in data management system (dms) suggested a deviation in system performance due to which a sensor replacement was approved. There were no adverse events associated with this incident and no medical attention was required. The patient will have the sensor removed.